Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted; it was confirmed that the pump displayed the mmol/l unit of measure setting. The pump history showed that the pump was powered up on (B)(4), 2011, but was never used for insulin delivery. It was noted that the pump was uploaded with model configuration value 03 fc international software; however, according to the DHR the pump was not classified for international use.

Event description:
On (B)(4), 2011, it was reported that a pump was configured with the incorrect unit of measure setting (mmol/l). The reporter stated a united states client received the pump through a distributor. The incorrect unit of measure setting was discovered when reviewing the bg target screens. There was no adverse event associated with this complaint.